Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
The healthcare provider (hcp) reported he had assisted in a case where the lead marker at s3 broke off.